Manufacturer narrative:
Technician replaced two head brake casters and two foot casters to resolve this issue. Unit is now working properly. Unit located in sub-basement.

Event description:
Complaint alleged that the brake casters would brake, but with a little added force would slightly swivel.